Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-17980. It was reported that the patient experienced a fall. Troubleshooting revealed that the patient had a lead with high impendence and the second lead had migrated. As a result, surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced to address the issue.